Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / lower pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy, tonsillectomy, adenoidectomy, bunionectomy and sore throat. Concurrent conditions included dizzy, light-headed, nausea, ache, diarrhea, asthma, dermatitis, ganglion, rhesus antigen negative, low back pain, cramp in lower abdomen, dysuria, neck pain, muscle spasm, joint range of motion decreased, flank pain, chest pain, paresthesia, shortness of breath, palpitations, papanicolaou smear normal, head pain, eye pain, fatigue, abdominal bloating, fever, chills, infrequent bowel movements, vomiting, stomach pain, skin disorder, left lower quadrant pain, costochondritis, calf pain, pain ankle, chest tightness, night sweats, weight loss, thoracic pain and stiffness. Family history included ovarian cancer (paternal grandmother.). Concomitant products included ibuprofen, levofloxacin (levora), nortriptyline and omeprazole magnesium. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: the patient did not have her essure removed nor is currently planning removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, removal details added. Removal surgery added for event pelvic pain. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / lower pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy, tonsillectomy, adenoidectomy, bunionectomy and sore throat. Concurrent conditions included dizzy, light-headed, nausea, ache, diarrhea, asthma, dermatitis, ganglion, rhesus antigen negative, low back pain, cramp in lower abdomen, dysuria, neck pain, muscle spasm, joint range of motion decreased, flank pain, chest pain, paresthesia, shortness of breath, palpitations, papanicolaou smear normal, head pain, eye pain, fatigue, abdominal bloating, fever, chills, infrequent bowel movements, vomiting, stomach pain, skin disorder, left lower quadrant pain, costochondritis, calf pain, pain ankle, chest tightness, night sweats, weight loss, thoracic pain and stiffness. Family history included ovarian cancer (paternal grandmother.). Concomitant products included ibuprofen, levofloxacin (levora), nortriptyline and omeprazole magnesium. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: the patient did not have her essure removed nor is currently planning removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.